Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 23-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), the second episode of procedural pain ("too much pain after procedure (laparoscopy)/ being really sore") and device dislocation ("one essure was "slightly displaced"") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included twin pregnancy. Concurrent conditions included abdominal distension. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced the first episode of procedural pain ("insertion process was very painful"). In 2012, the patient experienced abdominal pain ("abdominal pain") and urinary tract infection ("urine infection"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash and skin disorder, device dislocation (seriousness criterion medically significant), dyspareunia ("discomforts during sexual intercourse"), psoriasis ("psoriasis"), fatigue ("tiredness"), hypoaesthesia ("lost the sensibility in the skin of the navel") and premenstrual pain ("the premenstrual pains are stronger"). In (B)(6) 2016, the patient experienced the second episode of procedural pain (seriousness criteria hospitalization, disability, medically significant and intervention required) and umbilical hernia ("umbilical hernia / small lump in laparoscopy wound causing pain") with abdominal pain. On (B)(6) 2016, the patient experienced fall ("fell on her face"), tooth fracture ("she broke two teeth"), head injury ("she hit her head heavily"), lip injury ("she injured her lip") and mass ("several bumps everywhere"). The patient was treated with morphine, anesthetics nos and surgery (colis/fallopian tubes removed via laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, umbilical hernia and fatigue had resolved, the last episode of procedural pain, hypoaesthesia and premenstrual pain had not resolved and the device dislocation, abdominal pain, urinary tract infection, dyspareunia, psoriasis, fall, tooth fracture, head injury, lip injury and mass outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, dyspareunia, fall, fatigue, head injury, hypoaesthesia, lip injury, mass, premenstrual pain, psoriasis, tooth fracture, umbilical hernia, urinary tract infection, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: the devices were removed without hospital admission , everything was fine and patient was discharged to her home. The next day, she got up and fell on her face. After the surgery, the patient noticed in the same laparoscopy wound a small lump which was causing her pain. An echography was performed and they noticed that it was an umbilical hernia. After being really sore due to umbilical , the patient was admitted to hospital because she could not move and she could hardly breathe. She was off work for 20 - 30 days. The essure removal has also caused problems. After the procedure the premenstrual pains were stronger and the pain of the surgery had not disappeared completely. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy to nickel. Hysterosalpingogram - in (B)(6) 2012: one coil slightly displaced. Ultrasound scan - in (B)(6) 2012: umbilical hernia. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-apr-2018 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed 412 cases. The analysis in the procedural pain. The analysis in the global safety database revealed 182 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/45009) on 23-apr-2018. The most recent information was received on 25-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), the second episode of procedural pain ("too much pain after procedure (laparoscopy)/ being really sore"), device dislocation ("one essure was "slightly displaced" / right device is displaced"), umbilical hernia ("umbilical hernia / small lump in laparoscopy wound causing pain") and pyelonephritis acute ("acute pyelonephritis.") In a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy, dyspnea (since childhood), chest tightness (since childhood), dry cough (since childhood) and wheezing (since childhood). Concurrent conditions included abdominal distension. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced the first episode of procedural pain ("insertion process was very painful"). In (B)(6)2012, the patient experienced urinary tract infection ("urine infection") with abdominal pain, pyelonephritis acute (seriousness criterion medically significant) and abdominal pain upper ("abdominal pain upper right quadrant"). On (B)(6)2012, the patient experienced device dislocation (seriousness criterion medically significant). In 2012, the patient experienced abdominal pain ("abdominal pain"), pain ("intense pain / pain is irradiated to the right ureteral path to right renal fossa"), dysuria ("dysuria") and nausea ("nauseas"). On (B)(6)2014, the patient experienced eczema ("eczema in abdomen"). In 2014, the patient experienced sneezing ("sneezing"), rhinorrhoea ("abundant watery hydrhorea"), nasal obstruction ("nasal obstruction"), dyspnoea ("worsening of dyspnea"), chest discomfort ("worsening of chest tightness"), cough ("worsening of dry cough") and wheezing ("worsening of wheezing"). On (B)(6)2015, the patient experienced guttate psoriasis ("psoriasis / guttate psoriasis") and skin disorder ("unspecified skin alterations (similar alterations)"). In (B)(6)2016, the patient experienced the second episode of procedural pain (seriousness criteria hospitalization, disability, medically significant and intervention required). On (B)(6)2016, the patient experienced fall ("fell on her face"), tooth fracture ("she broke two teeth"), head injury ("she hit her head heavily"), lip injury ("she injured her lip") and mass ("several bumps everywhere"). On (B)(6)2016, the patient experienced umbilical hernia (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("discomforts during sexual intercourse"), exfoliative rash ("skin eruption /skin reaction / erythematosquamous macular lesions located on legs and trunk"), fatigue ("tiredness"), hypoaesthesia ("lost the sensibility in the skin of the navel"), premenstrual pain ("the premenstrual pains are stronger"), pruritus ("slightly pruritic"), eye pruritus ("ocular pruritus") and abdominal discomfort ("discomfort in the area of navel"). The patient was treated with (epidural), amoxi-clavulanico (amoxicillin w/clavulanic acid), calcipotriol (daivonex), fluticasone propionate;salmeterol xinafoate (seretide), hyoscine butylbromide (buscapina), morphine, surgery (surgery: (B)(6)2016 (umbilical hernia) and colis/fallopian tubes removed / bilateral salpingectomy with essure removal without incidences), fluid removal (small lump periumbilical) and teeth repair. Essure was removed on (B)(6)2016. At the time of the report, the allergy to metals, umbilical hernia, exfoliative rash and fatigue had resolved, the last episode of procedural pain, hypoaesthesia and premenstrual pain had not resolved and the device dislocation, abdominal pain, urinary tract infection, dyspareunia, guttate psoriasis, skin disorder, fall, tooth fracture, head injury, lip injury, mass, pain, dysuria, nausea, pyelonephritis acute, abdominal pain upper, eczema, pruritus, eye pruritus, sneezing, rhinorrhoea, nasal obstruction, dyspnoea, chest discomfort, cough, wheezing and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, allergy to metals, chest discomfort, cough, device dislocation, dyspareunia, dyspnoea, dysuria, eczema, exfoliative rash, eye pruritus, fall, fatigue, guttate psoriasis, head injury, hypoaesthesia, lip injury, mass, nasal obstruction, nausea, pain, premenstrual pain, pruritus, pyelonephritis acute, rhinorrhoea, skin disorder, sneezing, tooth fracture, umbilical hernia, urinary tract infection, wheezing, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: the devices were removed without hospital admission , everything was fine and patient was discharged to her home. The next day, she got up and fell on her face. After the surgery, the patient noticed in the same laparoscopy wound a small lump which was causing her pain. An echography was performed and they noticed that it was an umbilical hernia. After being really sore due to umbilical , the patient was admitted to hospital because she could not move and she could hardly breathe. She was off work for 20 - 30 days. The essure removal has also caused problems. After the procedure the premenstrual pains were stronger and the pain of the surgery had not disappeared completely. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2014: results: allergy to nickel / seafood allergy. Hysterosalpingogram - in (B)(6)2012: results: one coil slightly displaced. Ultrasound scan - in (B)(6)2012: results: umbilical hernia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urine infection, erythematosquamous macular lesions, psoriasis, procedural pain, nickel allergy, umbilical hernia, mass in abdominal wall. Amendment: the report was amended on (B)(6)2019 for the following reason: this case will be deleted since it is a fup of case (B)(4). No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/45009) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), the second episode of procedural pain ("too much pain after procedure (laparoscopy)/ being really sore"), device dislocation ("one essure was "slightly displaced" / right device is displaced"), umbilical hernia ("umbilical hernia / small lump in laparoscopy wound causing pain") and pyelonephritis acute ("acute pyelonephritis.") In a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included twin pregnancy, dyspnea (since childhood), chest tightness (since childhood), dry cough (since childhood) and wheezing (since childhood). Concurrent conditions included abdominal distension. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced the first episode of procedural pain ("insertion process was very painful"). In (B)(6) 2012, the patient experienced urinary tract infection ("urine infection") with abdominal pain, pyelonephritis acute (seriousness criterion medically significant) and abdominal pain upper ("abdominal pain upper right quadrant"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant). In 2012, the patient experienced abdominal pain ("abdominal pain"), pain ("intense pain / pain is irradiated to the right ureteral path to right renal fossa"), dysuria ("dysuria") and nausea ("nauseas"). On (B)(6) 2014, the patient experienced eczema ("eczema in abdomen"). In 2014, the patient experienced sneezing ("sneezing"), rhinorrhoea ("abundant watery hydrhorea"), nasal obstruction ("nasal obstruction"), dyspnoea ("worsening of dyspnea"), chest discomfort ("worsening of chest tightness"), cough ("worsening of dry cough") and wheezing ("worsening of wheezing"). On (B)(6) 2015, the patient experienced psoriasis ("psoriasis / guttate psoriasis") and skin disorder ("unspecified skin alterations (similar alterations)"). In april 2016, the patient experienced the second episode of procedural pain (seriousness criteria hospitalization, disability, medically significant and intervention required). On (B)(6) 2016, the patient experienced fall ("fell on her face"), tooth fracture ("she broke two teeth"), head injury ("she hit her head heavily"), lip injury ("she injured her lip") and mass ("several bumps everywhere"). On (B)(6) 2016, the patient experienced umbilical hernia (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("discomforts during sexual intercourse"), rash ("skin eruption /skin reaction / erythematoscamous macular lesions located on legs and trunk"), fatigue ("tiredness"), hypoaesthesia ("lost the sensibility in the skin of the navel"), premenstrual pain ("the premenstrual pains are stronger"), pruritus ("slightly pruritic"), eye pruritus ("ocular pruritus") and abdominal discomfort ("discomfort in the area of navel"). The patient was treated with morphine, anesthetics nos, hyoscine butylbromide (buscapina), amoxi-clavulanico (amoxicillin w/clavulanic acid), seretide, calcipotriol (daivonex), surgery (colis/fallopian tubes removed / bilateral salpingectomy with essure removal without incidences), alternative therapy (fluid removal (small lump periumbilical)) and surgery (surgery: (B)(6) 2016 (umbilical hernia)). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, umbilical hernia, rash and fatigue had resolved, the last episode of procedural pain, hypoaesthesia and premenstrual pain had not resolved and the device dislocation, abdominal pain, urinary tract infection, dyspareunia, psoriasis, skin disorder, fall, tooth fracture, head injury, lip injury, mass, pain, dysuria, nausea, pyelonephritis acute, abdominal pain upper, eczema, pruritus, eye pruritus, sneezing, rhinorrhoea, nasal obstruction, dyspnoea, chest discomfort, cough, wheezing and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, allergy to metals, chest discomfort, cough, device dislocation, dyspareunia, dyspnoea, dysuria, eczema, eye pruritus, fall, fatigue, head injury, hypoaesthesia, lip injury, mass, nasal obstruction, nausea, pain, premenstrual pain, pruritus, psoriasis, pyelonephritis acute, rash, rhinorrhoea, skin disorder, sneezing, tooth fracture, umbilical hernia, urinary tract infection, wheezing, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: the devices were removed without hospital admission , everything was fine and patient was discharged to her home. The next day, she got up and fell on her face. After the surgery, the patient noticed in the same laparoscopy wound a small lump which was causing her pain. An echography was performed and they noticed that it was an umbilical hernia. After being really sore due to umbilical , the patient was admitted to hospital because she could not move and she could hardly breathe. She was off work for 20 - 30 days. The essure removal has also caused problems. After the procedure the premenstrual pains were stronger and the pain of the surgery had not disappeared completely. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2014: allergy to nickel / seafood allergy hysterosalpingogram - in may 2012: one coil slightly displaced ultrasound scan - in may 2012: umbilical hernia concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urine infection, erythematoscamous macular lesions, psoriasis, procedural pain, nickel allergy, umbilical hernia, mass in abdominal wall. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received, events and treatment updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.